Manufacturer narrative:
Method: device was not returned for evaluation and the lot number is unavailable, therefore direct product analysis and review of the manufacturing records could not be conducted. The potential for such events is addressed in the product's instructions-for-use which states, "possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation." All information has been made available for tracking and trending.

Event description:
It was reported to gore that a patient underwent umbilical hernia repair with the gore bio-a hernia plug and five days post operative, presented with a small bowel obstruction. It was observed during a second procedure that bowel was adhered to the hernia plug and a piece of the plug's disc had separated. The surgeon let down the bowel and placed a mesh over the hernia plug. The hernia plug remains implanted. Attempts to obtain additional details from the surgeon have been unsuccessful.